Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic pain, nocturia, urinary frequency, cystocele, and rectocele. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that patient underwent a mesh removal in 2009.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal of a mid urethral sling and cystoscopy. Chief complaint: erosion of a previously-placed mid urethral sling. It was reported that the patient underwent removal of mesh on (B)(6) 2009.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.